Event description:
It was reported during use, the cardiosave intra-aortic balloon pump (iabp) experienced a monitor display issue.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). Event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) couldn't verified the reported problem. Unit passed with all functional and safety checks performed to meet factory specifications.